Manufacturer narrative:
Manufacturer¿s investigation conclusion analysis of the submitted log file confirmed low speed events and pump stoppages while the patient was supported by the mobile power unit (mpu). Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these events could be indicative of an issue with the driveline; however, a direct correlation between this finding and heartmate ii lvas, serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from 19mar2019 at 09:52 through 06apr2019 at 20:07. The pump speed remained above the low speed limit and no atypical alarms were captured from the beginning of the file until 06apr at 12:14. From this time through 18:46, intermittent low speed events and 3 pump stoppages were captured. These events were associated with low speed advisory, low speed hazard, and low flow hazard. All low speed events appeared to occur while the patient was supported by the mobile power unit. The account communicated that the patient experienced low flow and low speed alarms at home while connected to the mobile power unit. The patient was admitted and stable on batteries. It was later reported that the patient will use an ungrounded patient cable or batteries. It should be noted that the patient underwent two previous driveline repairs on (B)(6) 2017 (MFR report # 2916596-2018-00131) and (B)(6) 2019 (MFR report #2916596-2019-00529). No wire insulation breaches were identified on either segment of returned driveline. The patient remained ongoing on heartmate ii lvas, serial number (B)(6) until a pump exchange was performed on (B)(6) 2019. (B)(6) was received for evaluation and investigated under MFR report # 2916596-2019-02459. The heartmate ii lvas instructions for use (IFU) and patient handbook address all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. Both the heartmate ii lvas IFU and patient handbook explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 3 years, 2 months. Pump is currently in use by patient, however percutaneous lead is expected to be returned. The pump currently remains in use supporting the patient. The replaced portion of the percutaneous lead is expected to be received. The investigation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Patient was implanted with left ventricle assistive device lvad on (B)(6) 2016. It was reported that the patient was at home and experiencing red heart alarms while connected to the mobile power unit. The patient explained that there were both low flow and low speed alarms. Patient came to the hospital on batteries for evaluation. Vad coordinator stated patient has a previous external driveline repair (B)(6) 2019. Vad coordinator stated that the patient is admitted. X-rays images of the driveline will be sent in to abbott tomorrow ((B)(6) 2019) morning. Patient is stable on batteries. Confirmed the data from log files showed pump stoppages and speed drops greater than 200 rpms on (B)(6) 2019 while the vad is connected to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous lead. It was reported that the patient is connect to battery power at the moment until further investigation is completed. No further information provided at this time.